Event description:
It was reported "that after successful puncture, the stylet was inserted and the introducer needle was unable to be removed from the distal end of the guidewire. After distal end of stylet cut off, the introducer needle was removed." This report addresses the second sample. 08/19/2022 - two samples were returned for evaluation, the returned samples showed fractured segment of the guidewire tip.

Manufacturer narrative:
The following were reviewed as part of this investigation:patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damage guidewire is confirmed but the exact cause remains unknown. Two photo samples of a guidewire within a plastic pouch package were provided for evaluation. The first photo appears to show a fractured segment of the guidewire tip. The core wire on the fracture segment appears to be extending past the coil wire; however, the coil cire does not appear to be unraveled. The characteristics of the guidewire damage and length of the fracture segment could not be clearly determined. The second photo appears to show a guidewire in a similar condition; however, the fracture segment appears to be larger than the segment shown in the first photo. The characteristics of the damage and fractured segment could not be clearly inspected. The event description indicates that the guidewire was cut after resistance was experienced during attempted removal. Based on the information provided, possible contributing factors include guidewire kinking, residue interference with the introducer needle, and retraction of the guidewire against the needle. Since the guidewire tips were both observed to be detached from the main guidewire length, the complaint is confirmed but the exact cause could not be determined. A lot history review (lhr) of refu1199 showed 2 other similar product complaint(s) from this lot number.